Event description:
It was reported the philips field service engineer (fse) observed a "co2 check exhaust" message while servicing the device. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.